Event description:
During a review of the maude database covidien identified maude report number (B) (4) with the following description: external balloon on trach found to have a leak in the seam. Unable to adequately ventilate pt; elevated co2 levels. Trach needed to be replaced. Dates of use: 2009. Diagnosis or reason for use: ventilation. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
There is no contact info available. A review of the covidien complaint database concluded that this is the first notification of this complaint. A name and contact info for the initial reporter is not available. A review of the lot history will be performed and if add'l info becomes available, a supplemental report will be provided.